Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm cardiosave intra-aortic balloon pump (iabp), unit fails pim leak test. There was no patient involvement .

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Manufacturer narrative:
Due to character limitation in e1 initial reporter full name: (B)(6). Updated fields: b4, d9, e2, e3, g1, g2, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11 corrected fields: d5, e1 (initial reporter name, email), g2, h4 a getinge field service engineer (fse) evaluated the unit and replaced compressor (0119-00-0236), mufflers (0103-00-0499 & 0103-00-0631) and faulty pim (0997-00-1178). Completed pm including all functional and safety tests as per manufacturer specifications. Released unit to customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne the failure analysis and testing dept. Received part number 0997-00-1178 patient interface module serial number (B)(6) with a reported unit failure of unit fails the pim leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 patient interface module serial number (B)(6) into the cardiosave test fixture serial number (B)(6) tested the pim to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Verified the complaint of the pim failing the leak test. The pim failed the leak differential leak test with a result of -109mmhg. The factory specification is +-10mmhg. The pim failed testing. Retaining the pim in the fat dept. Per procedure number (B)(4). The most probable root cause for the reported is component reliability or fatigue.